Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion. There was no reported adverse event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer reported problem was not duplicated. According to the investigation, failed downstream occlusion sensor was not duplicate during investigation and downstream sensor was in specification. Investigator's replaced downstream sensor as a preventive measure.